Event description:
It was reported to medtronic neurosurgery that the valve was thought to have been occluded as low flow was observed at the distal end. According to the report, the valve was thought to have been set at the lowest pressure setting.

Manufacturer narrative:
The valve was patent. It passed the reflux and leak tests. All specifications for pressure-flow and preimplantation testing were met. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve was returned at pressure-level 2.5, however, before the surgery, it was believed the valve was set at pressure level 0.5. It was reported that the valve's setting was not verified before the explant surgery. It is unknown if the valve had originally been set to pressure-level 0.5. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No injury to the patient was reported.